Manufacturer narrative:
Additional information: h6 and h11: h11: the actual device was not available; however, a photograph of the sample was provided for evaluation. The photograph was reviewed and showed a separation between the female connector and main body. The reported condition was verified. The cause of the separation was determined to be manufacturing related due to an inadequate solvent bond between the female connector, insert chip, and main body. A nonconformance has been opened to address this issue. A batch review was conducted for suspect lots h24c13090 and h24h27065 and there were no deviations found related to this reported condition during the manufacture of these lots. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter facility name: (B)(6). D4: lot #: suspect lot numbers h24c13090 and h24h27065. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a separation between the female connector (dark blue) and main body (light blue) of a minicap transfer set which resulted in the patient being unable to disconnect. This occurred during use of device for peritoneal dialysis (pd) therapy. There was no report of patient injury or medical intervention associated with this event. The transfer set was replaced. No additional information is available.